Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection of the complained double air hose has shown that the inner hose separated from the fitting part. This damage is caused by carried out mechanical stress during long term in use. Too much tension force must have been applied onto the hose. As this device is 4 years old, we determine this case as normal wear and tear during normal use. No product fault could be detected. The investigation has determined this complaint to be invalid. Additional pro code: hwe.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Received an email from the affiliate correcting the lot number.

Event description:
Inner hose of the double air hose is damaged. This is report 1 of 1 for this complaint (B)(4).

Event description:
Inner hose of the double air hose is damaged. This is report 1 of 1 for this complaint (B)(4).